Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on b3: date of event.